Manufacturer narrative:
The handpiece was rec'd at the MFR, and a sample was taken for eval. The reported condition of fluid in the handpiece was confirmed. A f/u report will be submitted after the quality investigation has been completed.

Event description:
It was reported that fluid was identified in the handpiece while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.